Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon burst at approximately 3 to 4.5 atm during inflation. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed. And visual inspection found that both balloon and some part of the catheter were detached; also, the balloon was found broken in the tip section and some part of that area was detached and it didn't return. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The product analysis found that both balloon and some part of the catheter were detached; also, the balloon was found broken in the tip section and some part of that area was detached and it didn't return. It is possible that the problems found in the device occurred due to procedural factors such as excess of force; the manner in which the device was handled and manipulated may have caused the encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. The investigation findings and all information available concludes the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon burst at approximately 3 to 4.5 atm during inflation. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.